Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-8737-43 and ar-8737-35 were being used for a thumb fusion case. The guide wire was in the bone and when drilling, the guide sleeve torqued, pulling the guide wire through the bone fracturing it. Another manufacturer's plate and screw were used to complete the case.